Event description:
The customer reported the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative contacted the customer and directed the customer to reset a circuit breaker. The system operates as intended.